Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doi:(B)(6) 2006 dor: none reported (unk side). Update: 8/31/2012 litigation papers received alleging that the patient had severe pain and discomfort. Litigation pending that the patient had pinnacle products not asr. (Right hip). Update 1/14/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 29 jun 2018: wpc 3278-2012 has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. Ppf alleges metal wear metallosis. Added lawyer in associated contact, surgeon, account name, law firm, updated date of revision, updated patient harm and manufactured date in product details. Corrected patient identifier. Doi: (B)(6) 2006 - dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.